Manufacturer narrative:
The customer replaced the gas delivery engine (gde) to resolve the issue. The gde has been returned to carefusion for evaluation. Any additional information received will be evaluated and a follow up report submitted if required. (B)(4).

Event description:
A customer reported to carefusion that their avea ventilator generated "peak high pressure" and "ext peak high pressure" alarms. Investigation of the issue by the customer revealed transducer failure as evidenced by a transducer a/d value of 4095 and a zero stored calibrated value of 2141. The unit was on a patient when the failure occurred. The customer reported that there was no harm to the patient associated with the event.